Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration of essure device location of device:endometrial cavity") in a 35-year-old female patient who had essure (batch no. 919038) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergone essure confirmation test". The patient's concurrent conditions included clot blood. Concomitant products included nsaid's since 2012. In (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain ("persistent pelvic pain/pain"), menorrhagia ("heavy painful menstruation"), dysmenorrhoea ("heavy painful menstruation/ dysmenorrhea ( cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines"), headache ("headaches,"), nausea ("nausea,"), dyspareunia ("dyspareunia (painful sexual intercourse"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue,") and weight increased ("weight gain / loss specify which one: weight gain."). In (B)(6) 2012, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). On (B)(6) 2017, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain ("abdominal pain") and back pain ("lower back pain"). The patient was treated with surgery (total laparoscopic hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device expulsion, pelvic pain, menorrhagia and dysmenorrhoea outcome was unknown and the vaginal haemorrhage, female sexual dysfunction, depression, migraine, headache, nausea, dyspareunia, vaginal discharge, fatigue, weight increased, anxiety, abdominal pain and back pain had resolved. The reporter considered abdominal pain, anxiety, back pain, depression, device expulsion, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, menorrhagia, migraine, nausea, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she underwent a total laparoscopic hysterectomy due to complications from the essure device. Current weight 170 lbs. Approximate weight at the time of essure placement 120 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records:nausea,abdominal pain,vaginal discharge,vaginal bleeding ¿ abnormal. Most recent follow-up information incorporated above includes: on 13-jul-2018: new pfs received- new events added: abnormal bleeding (vaginal), apareunia,psychological or psychiatric problems condition: depression, migraines / headaches, nausea, dyspareunia, vaginal discharge, weight gain back pain, abdomen pain were added.outcomes of events abnormal bleeding (vaginal),apareunia,psychological or psychiatric problems condition: depression, migraines / headaches, nausea, dyspareunia, vaginal discharge, weight gain back pain, abdomen pain from unknown to recovered/resolved.lot number and date of birth were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration of essure device location of device:endometrial cavity") in a 31-year-old female patient who had essure (batch no. 919038-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergone essure confirmation test". The patient's medical history included preterm labor and gestational diabetes. Concurrent conditions included hemorrhage vaginal. Concomitant products included paracetamol (tylenol) for migraine and headache as well as ibuprofen and nsaids since (B)(6). In (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain ("persistent pelvic pain/pain"), menorrhagia ("heavy painful menstruation"), dysmenorrhoea ("heavy painful menstruation/ dysmenorrhea ( cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines"), headache ("headaches,"), nausea ("nausea,"), dyspareunia ("dyspareunia (painful sexual intercourse"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue,") and was found to have weight increased ("weight gain / loss specify which one: weight gain."). In (B)(6) 2012, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). On (B)(6) 2013, the patient experienced abdominal pain ("abdominal pain"). On (B)(6) 2017, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced back pain ("lower back pain"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes).). Essure was removed on (B)(6) 2017. At the time of the report, the device expulsion and dysmenorrhoea outcome was unknown and the pelvic pain, menorrhagia, vaginal haemorrhage, female sexual dysfunction, depression, migraine, headache, nausea, dyspareunia, vaginal discharge, fatigue, weight increased, anxiety, abdominal pain and back pain had resolved. The reporter considered abdominal pain, anxiety, back pain, depression, device expulsion, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, menorrhagia, migraine, nausea, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she underwent a total laparoscopic hysterectomy due to complications from the essure device. Current weight 170 lbs. Approximate weight at the time of essure placement 120 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records:nausea,abdominal pain,vaginal discharge,vaginal bleeding ¿ abnormal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-jan-2019: plaintiff fact sheet was received. Event-pelvic pain, menorrhagia outcome were updated. Incident: no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration of essure device location of device: endometrial cavity") in a 35-year-old female patient who had essure (batch no. 919038-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergone essure confirmation test". The patient's concurrent conditions included hemorrhage vaginal. Concomitant products included nsaid's since 2012. In (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain ("persistent pelvic pain/pain"), menorrhagia ("heavy painful menstruation"), dysmenorrhoea ("heavy painful menstruation/ dysmenorrhea ( cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines"), headache ("headaches,"), nausea ("nausea,"), dyspareunia ("dyspareunia (painful sexual intercourse"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue,") and weight increased ("weight gain / loss specify which one: weight gain."). In (B)(6) 2012, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). On (B)(6) 2017, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain ("abdominal pain") and back pain ("lower back pain"). The patient was treated with surgery (total laparoscopic hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device expulsion, pelvic pain, menorrhagia and dysmenorrhoea outcome was unknown and the vaginal haemorrhage, female sexual dysfunction, depression, migraine, headache, nausea, dyspareunia, vaginal discharge, fatigue, weight increased, anxiety, abdominal pain and back pain had resolved. The reporter considered abdominal pain, anxiety, back pain, depression, device expulsion, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, menorrhagia, migraine, nausea, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she underwent a total laparoscopic hysterectomy due to complications from the essure device. Current weight 170 lbs. Approximate weight at the time of essure placement 120 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: nausea, abdominal pain, vaginal discharge, vaginal bleeding ¿ abnormal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-aug-2018: update of information (batch is not valid). Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device:endometrial cavity') in a 31-year-old female patient who had essure (batch no. 919038) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergone essure confirmation test". The patient's medical history included preterm labor and gestational diabetes. Concurrent conditions included hemorrhage vaginal. Concomitant products included paracetamol (tylenol) for migraine and headache as well as ibuprofen and nsaids since 2012. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain ("persistent pelvic pain/pain"), menorrhagia ("heavy painful menstruation"), dysmenorrhoea ("heavy painful menstruation/ dysmenorrhea ( cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines"), headache ("headaches,"), nausea ("nausea,"), dyspareunia ("dyspareunia (painful sexual intercourse"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue,") and was found to have weight increased ("weight gain / loss specify which one: weight gain."). In (B)(6) 2012, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). On (B)(6) 2013, the patient experienced abdominal pain ("abdominal pain"), 1 year after insertion of essure. On (B)(6) 2017, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced back pain ("lower back pain"), genital haemorrhage ("gen. Abnormal bleeding") and urinary tract infection ("uti"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes).). Essure was removed on (B)(6) 2017. At the time of the report, the device expulsion, pelvic pain, menorrhagia, vaginal haemorrhage, female sexual dysfunction, depression, migraine, headache, nausea, dyspareunia, vaginal discharge, fatigue, weight increased, anxiety, abdominal pain, back pain and genital haemorrhage had resolved and the dysmenorrhoea and urinary tract infection outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, depression, device expulsion, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she underwent a total laparoscopic hysterectomy due to complications from the essure device. Current weight 170 lbs. Approximate weight at the time of essure placement 120 lbs. Patient received treatment for pain, bleeding, migration. Discrepancy noted : date(s) of insertion: (B)(6) 2012. Discrepancy noted : date(s) of removal: (B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records:nausea,abdominal pain,vaginal discharge,vaginal bleeding ¿ abnormal. Lot number: 919038 manufacture date: 2011-11 expiration date: 2014-11. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-may-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device:endometrial cavity') in a 31-year-old female patient who had essure (batch no. 919038-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergone essure confirmation test". The patient's medical history included preterm labor and gestational diabetes. Concurrent conditions included hemorrhage vaginal. Concomitant products included paracetamol (tylenol) for migraine and headache as well as ibuprofen and nsaids since 2012. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain ("persistent pelvic pain/pain"), menorrhagia ("heavy painful menstruation"), dysmenorrhoea ("heavy painful menstruation/ dysmenorrhea ( cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines"), headache ("headaches,"), nausea ("nausea,"), dyspareunia ("dyspareunia (painful sexual intercourse"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue,") and was found to have weight increased ("weight gain / loss specify which one: weight gain."). In (B)(6) 2012, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). On (B)(6) 2013, the patient experienced abdominal pain ("abdominal pain"), 1 year after insertion of essure. On (B)(6) 2017, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced back pain ("lower back pain"), genital haemorrhage ("gen. Abnormal bleeding") and urinary tract infection ("uti"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes).). Essure was removed on (B)(6) 2017. At the time of the report, the device expulsion, pelvic pain, menorrhagia, vaginal haemorrhage, female sexual dysfunction, depression, migraine, headache, nausea, dyspareunia, vaginal discharge, fatigue, weight increased, anxiety, abdominal pain, back pain and genital haemorrhage had resolved and the dysmenorrhoea and urinary tract infection outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, depression, device expulsion, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she underwent a total laparoscopic hysterectomy due to complications from the essure device. Current weight 170 lbs. Approximate weight at the time of essure placement 120 lbs. Patient received treatment for pain, bleeding, migration. Discrepancy noted : date(s) of insertion: (B)(6) 2012. Discrepancy noted : date(s) of removal: (B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records:nausea,abdominal pain,vaginal discharge,vaginal bleeding ¿ abnormal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: ppf received: events " gen. Abnormal bleeding, uti" were added. Outcome of event "pain, bleeding and migration" were updated as recovered. Reporter information was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of device") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("persistent pelvic pain"), menorrhagia ("heavy painful menstruation") and dysmenorrhoea ("heavy painful menstruation"). The patient was treated with surgery (total laparoscopic hysterectomy). Essure was removed. At the time of the report, the device dislocation, pelvic pain, menorrhagia and dysmenorrhoea outcome was unknown. The reporter considered device dislocation, dysmenorrhoea, menorrhagia and pelvic pain to be related to essure. The reporter commented: she underwent a total laparoscopic hysterectomy due to complications from the essure device. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.